Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urogenital infection bacterial ("infection (bladder/ urinary tract/vaginal) type: yeast,bacterial"), urogenital infection fungal ("infection (bladder/ urinary tract/vaginal) type: yeast,bacterial"), depression ("psychological or psychiatric problems condition: anxiety, depression"), anxiety ("psychological or psychiatric problems condition: anxiety, depression"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, urogenital infection bacterial, urogenital infection fungal, alopecia, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, depression and anxiety had resolved. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urogenital infection bacterial, urogenital infection fungal, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received : aka name added, reporter added, patient demographic added, essure removal date added, event injury nos is replaced with pelvic pain. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: yeast, bacterial, anxiety, depression, migraine, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, fatigue, weight gain, hair loss, device monitoring procedure not performed. Events onset date and treatment drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.